Event description:
Our office in (B) (4) reported a female pt experienced an eye "infection" while using complete multipurpose solution easy rub formula. She went to a clinic and was prescribed tobramycin. She recovered and resumed lens wear and use of complete and the infection returned. She saw another doctor who prescribed vigamox. She has recovered. Prior to the infections, she was using monthly disposable contacts. She always used fresh solution and rinsed her lens case with complete. She did not rub her contacts, but said she would shake the lens case instead.

Manufacturer narrative:
Chemistry eval results of complaint unit were within specs. Microbiology eval of complaint unit showed the solution to be sterile. No other reports have been received for this lot. The root cause has not been established.